Event description:
Pt reported that the cap/cover on one of her cadd ms3 pumps was cracked. We replaced it. No further info available. Is the actual device available to be returned for investigation? Did we replace device? Did the pt have a backup device they were able to switch to? All of these questions are irrelevant because nothing is wrong with the pump at all and you asked me to submit a report for a cracked cover. The sn of the pump that the cracked cap/cover was on is unk. Reported to (B)(6) by pt/caregiver.